Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The fse replaced the inspiratory pressure transducer printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The pressure transducer pc board is a part of the measuring of the pressure in the ventilator and a faulty pressure sensor may lead to inaccuracy in pressure measurement which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Simulated use test of the received pressure transducer pcb has reproduced the described customer issue as it failed the pre-use check with internal leakage, pressure transducer and safety valve tests with a humming noise and during ventilation it alarmed for paw high and peep low. During a microscopic check inside the sensor´s cavity it was noticed a big crystal formation that blocked most of the sensor´s cavity. This crystal formation is most likely the cause of the issue. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The returned pcb was faulty due to a big crystal formation that blocked the sensor's cavity. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring and once it was removed the pressure sensor functioned normally and no offset drift was noticed.

Event description:
Manufacturer's ref. #: (B)(4).